Event description:
The patient underwent prophylactic vns generator replacement surgery. The explanted generator was discarded. No additional relevant information has been received to date.

Event description:
It was reported that the patient has had bradycardia (hr 60;20), and the physician requested that the vns be disabled as their office has no experience with vns. No additional relevant information has been received to date.